Manufacturer narrative:
The device was evaluated by the returns department which found the power cord/converter is defective.

Event description:
The provider states the rental unit will not alarm.

Event description:
The provider states the rental unit will not alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.